Manufacturer narrative:
(B)(4).

Event description:
Data was provided and confirmed the reported event of loss of connection. The complaint device has been received for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and there was no failure detected. A pairing test was performed and passed. Functional testing was performed and passed. A review of the data log confirmed the reported event of loss of connection. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. Complaint device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional patient or event information is available.